Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure, they noted air entering in the set after using the injection port on the return line. The procedure was paused and another blood warmer tubing was primed. The donor is stable. No medical intervention was necessary for this event. The customer is unable to provide the patient identifier. This report is being filed due to insufficient information to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: per the customer, there was air seen after withdrawing the 18 gauge needle from the injection port. The line was attached to a blood warmer tubing. The customer had to pause the procedure and prime another blood warmer tubing and reattach the return line to the disposable set and then reattach the end of the blood warmer tubing to the patient. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the disposable set was unavailable for specific root cause analysis. The induction of air into the disposables is a rare occurrence. Most manifold leaks would result in fluid exiting the leak point of the manifold due to the return line being under positive pressure during normal run or prime modes. For air to be drawn into the disposable through an open path in the manifold,the following events would have to occur: a physical height difference must occur between the patient's return access point and the source of the leak path which creates a patient return pressure less than the pressure head height of the leak path above the return site. Patient return access line must remain unclamped to allow for fluid return to the patient. A procedure is in rinse back where the fluid returned to the patient is at a greater rate than fluid moved by the return pump. This can only occur by adding the head height pressure from elevating the leak path above the patient return access point. Without this additional component of fluid pressure, the two rates will be equal and any leak path would result in fluid exiting the line, not drawing air into the line. Or pressure differences can occur during a procedural stop or pause which removes the positive pressure exerted within the return line by the return pump. Without the return pump pressurizing the return line, the only force at work is the head height pressure difference resulting from leak point above the patient return access point. Air could then enter the return line as the fluid drains to the low pressure access point on the patient.

Event description:
The customer was unable to return the disposable set, because it had been discarded.